Event description:
The physician reported the safety funnel/hemo-valve assembly was removed from the introducer before the procedure began. A piece of the needle sheath separated when the needle was deployed. There was no harm to the pt.

Manufacturer narrative:
The directions for use states that the needle should not be deployed with the safety funnel/hemo valve assembly disconnected. Using this manner could damage the sheath under certain conditions.